Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 380 mg/dl. The patient had ketones, nausea and vomiting. For treatment, the patient was given intravenous (IV) fluids and insulin. The patient was at the hospital for 15 hours. The pod was worn on the hip/buttocks. Upon removal of the pod, the cannula was found to be bent. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula or hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.